Manufacturer narrative:
Analysis reports the insulin pump was received with no button response due to corroded keypad traces. No moisture damage found inside the pump. Analysis was unable to perform functional test due to button/keypad anomaly. Pump received with cracked case at display window corners, reservoir tube, reservoir tube lip, minor scratched display window.

Event description:
It was reported that the customer's insulin pump was exposed to moisture. The customer's blood glucose level was 180 mg/dl. The customer states that the insulin pump was swept up by a wave and lost at the beach. Troubleshooting was not performed, because device was lost. No further information was provided.